Manufacturer narrative:
The product evaluation has been completed. One 25ga bi-blade vit cutter was returned. The device was received loose in a ziplock bag. A small section of the original package label containing the part number and lot number was taped to the inside of the bag. The label identified the cutter as originating from an se5425wvb pack assembly, lot x9652, with an expiration date of 14-mar-2029. The tip protector and all other pack components were not returned. Visual inspection revealed that the vitrectomy cutter needle was bent at the base near the cone-shaped tip of the handle. Fluid droplets were present within the aspiration line, indicating the cutter had likely been used. Inspection of the back cap found no damage. The back cap was properly aligned with the vent hole on the side of the cutter body. The connectors and tubing were also inspected, and anomalies were observed. Functional testing was performed using a stellaris elite system. The cutter demonstrated good aspiration performance with no evidence of bubbles or air leaks in the aspiration line. However, the cutter failed to cut. The inner needle was found to be binding, preventing normal cutting operation. It should be noted that the bent needle could contribute to diminished cutting performance. It is unknown if the cutter had a bent needle at the time of customer use. Due to the evidence of used, the cause of the needle damage could not be determined. This complaint will be confirmed based on the failure mode. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Event description:
The user facility reported that during the surgery only the cutter was not working, but continued to aspirate. There was no patient impact.